Event description:
Having more sinus problems since use. I am getting no resolution with respironics, (B)(4) (medical equipment supplier), or physician. All indicate their hands are tied. Meanwhile I am unable to sleep without my CPAP. I cannot afford to buy one new. FDA safety report ID# (B)(4).